Event description:
A family member reported that the customer' insulin pump screen was difficult to read, and that its battery cap was broken. There was no significant event reported leading up to the alarm. It was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 135 mg/dl. No further information was provided.

Manufacturer narrative:
A family member reported that the customer's insulin pump screen was difficult to read, and that its battery cap was broken. There was no significant event reported leading up to the alarm. It was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 135 mg/dl. No further information was provided.